Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced a critical pump error. Blood glucose level at the time of call is unknown. No troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Findings: device not available for testing, unable to perform analysis.